Event description:
It was reported that right ventricular (rv) lead impedance had fallen to a low range and pacing thresholds had increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.